Event description:
It was reported the patient received the following results within 15 minutes: 450 mg/dl and a result of "110 mg/dl or 112 mg/dl".

Manufacturer narrative:
Product no longer available for return.